Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was treated in frown (0.3ml), middle third and lower third (2ml) with juvéderm® volift¿ with lidocaine. 10 months post injection, hcp reported "hard nodules, inflammation and hard nodules, edema, granules." Biopsy was not provided. Patient was treated in the middle third with juvéderm® voluma¿ with lidocaine and experienced "hard nodules." Patient was treated in the tear trough (under eye) with 1ml juvéderm® volbella¿ with lidocaine and experienced "inflammation." Treatment included hyaluronidase + deflazacort + augmentine + varidase. 4 cycles in total in the last 5 months. Symptoms ongoing/unresolved. This record relates to juvéderm® volift¿ with lidocaine injection.